Manufacturer narrative:
The actual device was not available; however, five companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed on all the samples and revealed a leak on the spike port cap on the one sample. The reported problem was verified on this sample. The cause of the condition was not determined. No leaks were observed on the other four samples, and the reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This occurred during the last week of (B)(6) 2018. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the seam near the port of three (3) exactamix eva bags leaked before use. There was no patient involvement. No additional information is available.